Event description:
It was reported an infection occurred. The device and lead were removed. Additional information obtained noted the patient had been admitted with sepsis and the source of the infection is not known. No further patient complications have been reported as a result of this event.

Event description:
It was reported an infection occurred. The device and lead were removed. Additional information obtained noted the patient had been admitted with sepsis and the source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.